Manufacturer narrative:
(H3) the evaluation noted that revision reported was likely the result of excessive overall posterior tibial slope of the tibial insert, which allowed for excessive posterior contact between the femoral component and the tibial insert, leading to severe posterior wear of the tibial insert. The severe posterior wear of the tibial insert likely allowed for the femoral component to articulate on the posterior aspect of the tibial tray and ultimately result in the reported ¿tibial tray breakage / wear¿ and ¿suspected metalosis.¿ however, this cannot be confirmed as the devices were not returned for evaluation and x-ray images/images of the devices were not provided. The most probable root cause for the reported event of "prosthesis wear" is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt. Concomitant medical products: optetrak asy,cr cemented femoral, sz 2; cemented finned tib. Tra sz 2f/3t.

Event description:
As reported, when the patient who had optetrak cr total knee arthroplasty using cr slope++ insert came to the outpatient clinic for regular post-operative examinations, the surgeon observed a suspected metalosis due to severe posterior wear of cr slope++ tibial insert on the x-ray images. In the x-ray findings, metalosis was apparently suspected by the tibial tray breakage/wear due to the impingement with the metallic femoral component that might be occurred after the tibial insert was completely worn out. Patient is scheduled to have revision total knee arthroplasty. The surgeon decided to use other knee system for the revision surgery. The devices are still implanted. Revision surgery is scheduled.